Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate test which was reproduced as an under infusion during evaluation. The reported symptom was verified through flow rate testing and found to be caused by an of out of tolerance upstream valve on the door pressure plate assembly, which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate accuracy test. There was no patient involvement. No additional information is available.